Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, different issues were identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with insulin. Reportedly, the customer received a fill estimate of 0 units but was unable to provide additional details. There was no reported impact to the customer's blood glucose level. The customer reported that the same cartridge was reloaded onto the pump and the pump displayed an accurate estimate.